Event description:
It was reported that, during a pci procedure, stent damage occurred. According to the customer, "the lesion was 99% of isr; s670 stent with calcification and very tortuous at lad mid. It was inflated at 20atm with q-mav. It failed to cross through the stent. Though, it was tried several times. The stent edge got deformed and it was canceled to use. A tsunami stent failed to cross to the lesion, too." Follow up info rec'd indicated that the s670 stent had been placed approx 3 yrs prior to this procedure and had restenosed. The express2 monorail coronary stent was pulled back through the guide catheter. The stent damage was noted at device removal. The procedure was not completed due to another event. No pt injuries or complications were reported. Pt status is reported as "good."